Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that after surgery on (B)(6) 2020 he had a lot of pain on the side and went to the emergency room (ER) and saw a healthcare provider (hcp) on (B)(6) 2020. They did an x-ray and found the lead had slipped. The patient reported that he needed to have a procedure done to replace the leads with paddles leads and he would like to know the pain level for the procedure, recovery time and if they will need to do a laminectomy. The patient reported that the hcp told him the lead slipped and impending on a nerve. The patient noted that the hcp had difficulty placing the lead and the best option was to move forward to a paddle lead. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# : (B)(4), implanted: (B)(4) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). It was reported that prior to the trial pt had trouble walking 40 yards before the pain in his hips and sacrum would build up and he had to stop. Pt said during the trial he walked 3/4 miles twice that is why he wanted to get the implant. Pt asked for information about lead programming potential because he is facing the decision of a lead revision. Since surgery on (B)(6) 2020, he has new, severe, stabbing pain on his right that he notices with certain movements like straightening up. At the beginning of the call pt said: when they were setting the device up it gave him severe pain in the right side when it was turned on, later in the call pt said: whether on or off it is still causing the pain. Pt has had several reprogramming sessions, but they tell him one of the leads is impinging on a nerve causing pain in his side and they said they cut the stimulation off from the top of one lead. Pt has had no falls, when pt returned after having the procedure he slept in recliner lift chair so as not to strain and was very careful, but within the first 4 to 5 days he went back to hcp due to pain in his side. Pt also went to the ER to ensure it was not gall bladder or a blood clot, and everything it was not gall bladder or blood clot. After his 6-week check, they did an x-ray and they told him the lead had slipped. They are now talking about doing another surgery to reposition the lead. The programming that was done early on caused the (ins) battery to be used up so fast. Then at the 6 week check the rep reprogrammed it very low but it did not help, so pt went to different program but none of the programs has helped the new pain. Pt is frustrated he has been dealing with this mid-january still does not have a device that works. The same hcp did the trial and the implant. The revision was supposed to happen may but with the (corona) virus the date was moved it to (B)(6). Pt said he is (B)(6)years old and still in pain in the side, it is not constant, but it hits him like the worst stabbing pain. No further complications were reported. 2020-may-01additional information was received from the rep. It was reported that the rep has been working with the patient in providing new stim programs to eliminate his pain. Rep provided the serial number for the migrated lead. The cause of the lead migration has not been determined yet, however the physician, who is a pain physician, had a challenging time getting the leads into place during the first implant attempt <&> insisted the patient have their implant done by a neurosurgeon to place a paddle lead instead, <&> the patient declined.  The patient asked the pain physician to make a second attempt to place the leads for implant at a later date, which was done. At the patients post op appointment, he stated that he was getting sharp pain on his right side <&> an x-ray was done and it appeared as though the lead had migrated. The pain physician recommended a lead revision to correct the problem. Unfortunately, due to covid19, the lead revision was postponed. The rep remains in contact with the patient during this time, though. Patient weight information was provided and the provided information was confirmed with the physician/account. No further com plications were reported.